Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient is experiencing the following mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility.(left).